Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and released in compliance with applicable standards. Analysis of the returned lead showed that the active fixation screw mechanism was functioning normally, with extension and retraction achieved in less than 10 turns, in accordance with the specification. A small amount of dried blood residue was observed on the screw. In addition, the screw length was measured at 1.8 mm, slightly above specification. Although the reported issue could not be reproduced during the investigation, the presence of dried blood residue may have contributed to the difficulty experienced during implantation. However, the cause of the event could not be determined with certainty. The investigation results are retained and used for trending purposes.

Event description:
Reportedly, during implantation procedure, screwing and unscrewing mechanism of the lead was not working properly. After screwing out it was difficult to unscrew and finally it did not work anymore. Therefore, the lead was not implanted.

Event description:
Reportedly, during implantation procedure, screwing and unscrewing mechanism of the lead was not working properly. After screwing out it was difficult to unscrew, and finally it did not work anymore. Therefore, the lead was not implanted.